Event description:
It was reported that the patient lost over 50 pounds, and has had issues with the implantable neurostimulator(s) poking him on the corners. Coupling and/or communication issues were also reported. The antenna locate feature was used, which resulted in a power on reset (por) screen being displayed on the recharger. The por screen then lead to the normal recharging screen and allowed the patient to began recharging. Additional information has been requested, but was not available as of the date of this report. Refer to manufacturer report # 3004209178201104793.

Manufacturer narrative:
(B)(4).